Manufacturer narrative:
(B)(4).

Event description:
The patient fell down in the morning. The next day the patient had a change in therapy effect. The patient had soreness/stiffness in his low back. The patient was concerned that the catheter could have been pulled out of place. The patient was at home; his status was reported to be "fair". The patient had an appointment scheduled to see his physician the following (B)(6). Additional information has been requested. A follow-up report will be sent if additional information becomes available.